Event description:
It was reported that, "during a surgical procedure, when the trigger was activated, multiple clips deployed into the surgical site. They were retrieved with no injury to the pt."

Manufacturer narrative:
The device has been rec'd and decontaminated. The qa engineer is evaluating the device. I will file a supplemental report when his investigation is completed.